Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system does not meet the specifications anymore. The issue was identified during maintenance. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for investigation. The reported error could not be confirmed and no deviations could be identified. The device was working within specifications. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on the fact that no device malfunction occurred, the reported event is not device related and it is likely associated to the hospital gas supply or due to technician in charge performing the tolerance test. Based on the above, the reported event has been re-evaluated as not reportable.